Event description:
Caller reported a tandem mobi cartridge alarm during pumping, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Tandem technical support instructed the caller to remove the cartridge and deliver an 8-unit bolus, which was completed successfully. The caller was unable to reload the original cartridge and had already prepared a new one with 150 units, eventually resolving the issue and resuming insulin therapy.